Event description:
It was reported that the alarm led failed. The device was being set up for patient use. There was no patient harm. The field service engineer (fse) determined the power switch overlay needed to be replaced. The fse replaced the power switch overlay and the issue was resolved.